Manufacturer narrative:
E1: (B)(6) (added here due to character limitation) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the scope had image distortion during inspection for use involving an olympus endoeye flex deflectable videoscope. There was no patient injury reported.